Event description:
It was reported that pump displayed malfunction alarm related to software error with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted distributor, received instructions from technical support to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm returned.